Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and blue winged luer cap during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction for previously submitted date: changed from 01/29/2020 to 02/04/2020. Additional information was added: the actual device was received for evaluation. A visual inspection was performed using the naked eye shows no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the device with green colored water. After fill, the sample was being monitored until the next day; no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.